Manufacturer narrative:
The device subject of this event was discarded by the user facility and therefore is not available for evaluation by steris endoscopy. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The following conditions may not allow the roth net device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath." The distributor has offered in-service training to the user facility; however, the facility has declined. No further issues have been reported.

Event description:
A user facility reported through the distributor in (B)(6) that a roth net device did not fully open nor fully close during a procedure. The roth net was replaced with a second roth net device and the procedure was completed. No harm to the patient or user was reported.